Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -7.0/1.0/092 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023, the lens was exchanged for a longer lenth lens due to low vault without rotation. The cause of the event is other and the device was reported as failed to perform as intended. The problem was resolved.

Manufacturer narrative:
Patient demographics:unk. Adverse event problem: off-label - acd<3.0 age<21. Claim# (B)(4).